Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: feeling clammy and nauseous. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-051: user mechanical stress (possibly dropped, broken, mishandled). Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the true metrix go meter not powering off. Partner is calling on behalf of the customer. During the call the battery was removed from the true metrix go meter; customer waited 15 seconds, reinserted the battery and the meter stayed on. Customer pressed and held the button on the true metrix go meter and it did not power off. The customer reported feeling clammy and nauseous; medical attention was not needed at the time of the call.